Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that though the device was programmed to 70 ppm, a magnet rate measurement taken at home was 50 ppm. This was later confirmed at the hospital. The rate was changed back to the initial programmed rate of 70 ppm, but the physician elected to replace the device.